Event description:
The customer received a questionable creatinine plus result on their modular p module. The patient's initial creatinine result was 167.3 umol/l. This result did not match the patient's clinical picture. The specialist did not trust the result and asked for the sample to be repeated. The repeat result was 85.1 umol/l from another p-module, serial number not provided. The patient was not adversely affected by this event. The creatinine reagent lot number was 650047 and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. Based upon information provided for investigation, intensive daily maintenance on the analyer and review and implementation of reliable pre-analytical procedures were recommended for this customer site. No adverse event was reported as the result was not believed to be correct.